Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 23 may 2024, it was reported that patient experienced that infusion set fell off during use. The area of insertion was cleaned and air-dried. The infusion set was used for around one day.the blood glucose level was 7mmol. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.